Event description:
It was reportede that during a laparoscopic cholecystectomy, the first clip deployed perforiated the cystic duct. The patient was returned to surgery and the leak was repaired. The case was completed by another device. There was no consequence to the patient.